Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were harder to press and few times to respond. Customer stated they changed out batteries more than once and backlight was more dim. Customer stated insulin pump making louder noise when rewinding and received error code. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.